Event description:
White unknown material was observed at dpt during priming.

Manufacturer narrative:
Evaluation: customer report was confirmed. White particulate was found on surface of dpt sensor pad (see attached photo). The particulate appeared thin and curly. Multiple attempts to flush out the particulate failed. Thus the particulate was not available for chemistry test.